Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the analyzer used for the ino ( inhaled nitic oxide ) was drifting a lot while the blender was reading steadily while in use on the 3100a hfov ventilator. At this time, no information has been provided by the customer regarding patient involvement associated with the reported event.